Manufacturer narrative:
Continuation of concomitant medical product(s): device information references the main component of the system. Other relevant device(s) are: product ID: d -evprop34, lot #: 0011417394, ubd: 22-sep-2023, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, there was difficulty accessing the femoral arteries but were able to after some time. Of note, the patient had calcification on the leaflets and not so much in the annulus. No calcification was observed going down into the left ventricular outflow tract (lvot). A pre-implant dilatation was performed with a 24 mm balloon. The valve was loaded properly and checked prior to being inserted into the patient. During the first implant attempt, the valve was placed in a good position and deployment was started. The valve was positioned in a high position and dislodged. The valve was recaptured and placed in a lower position. During the second deployment of the valve, an infold was observed and it was decided to exchange the valve and delivery catheter system (dcs). The delivery catheter system (dcs) and valve were withdrawn from the patient before a new medtronic valve could be unpacked. The physician decided to use a non-medtronic valve (edwards sapien) which was implanted a little low with paravalvular leak (pvl) observed. As the physician's discussed how to proceed, the patient's blood pressure dove and the team initiated cardiopulmonary resuscitation (CPR). During the CPR, blood was observed in the patient's thorax. After a few minutes, CPR was stopped, and the patient was declared dead. Per the physician, the reason for the bleeding was unknown but they suspected either an annulus rupture caused by the non-medtronic valve or a perforation by the guidewire. The cause of death was not reported.

Manufacturer narrative:
Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, the cause of death was due to tamponade. It was reported that the patient was old with a complex anatomy and a lot of calcification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve did not cause the tamponade or rupture, however it is believed that the non-medtronic valve did. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - method, results and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. One rework was performed, however it was accepted in final inspection and determined to be unrelated to this event. Thus, no issues were noted that would have impacted this event. The medical safety assessment was performed. The excerpt of the subject matter expert (sme) review report follows: based on the information provided, the first valve dislodged but remained attached to the delivery catheter system and was recaptured. Upon the second attempt at deployment, an infold was noted and the device was recaptured and removed. The infolded medtronic (mdt) valve was removed and there was note of a "procedural delay" (unknown length of time) during which there was no report of hemodynamic instability. The infold was likely related to the valve and resulted in no consequences to patient. A non-medtronic transcatheter aortic valve (tav) was implanted and hemodynamic instability was noted. The hemodynamic sequalae of tamponade/rupture would occur more quickly than what is reported in this case if it was due to the removed, infolded valve. The remaining adverse events/harms (paravalvular leak, hypotension, annular rupture, cardiac tamponade, and death) were reported by the physician to be related to the non-medtronic tav. The reported death event is not directly related to valve infolding. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the transcatheter aortic valve. The reported harms and severities are documented in the risk management files and instructions for use (IFU). Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical. Fluoroscopic load inspection was not provided and there is no evidence that a fluoroscopic check was performed. However, per the event description above, an infold was not reported during the first deployment attempt. A bend was seen in the valve during the recapture. When a valve dislodges during the deployment, but it is still attached, recapture should be performed above the sinotubular junction (straight location) and away from the native leaflets. This will minimize the risk of leaflet entrapment and valve deformity. An infold was noticeable during the second deployment attempt. The valve was recaptured and discarded, and a non-medtronic valve was implanted. A dissection was seen in the ascending aorta and significant aortic insufficiency. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, the infold was noted after recapturing. The reported complex anatomy and calcification are likely contributing factors. Bleeding is also a known potential adverse effect per the device IFU and can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.